Manufacturer narrative:
Manufacturer's investigation conclusion: superficial driveline damage could not be confirmed as the pump is no longer available for investigation and no photos of the silicone jacket beneath the tape are available. A specific cause for the potential superficial driveline damage could not conclusively be determined through this evaluation. It was reported that the patient was transplanted on (B)(6) 2018 and the device was functioning as intended. The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing, and the distal portion of the driveline was returned in three segments measuring approximately 6.5 inches, 4.25 inches, and 27.25 inches with controller connector. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 3 inches of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The outflow graft bend relief was returned over the outflow graft, and the outflow graft bend relief collar was returned in place. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces revealed no abnormalities related to wear or damage. Tape was observed surrounding the 27.25 inches segment along the driveline from approximately 0.75 inches to 5.75 inches from the controller connector. The device is no longer available for investigation and no pictures of the silicone jacket beneath the tape are available; therefore, it was unknown if the tape was used to cover damage to the silicone jacket. The remainder of the silicone jacket of the driveline appeared unremarkable. The clear bionate and metal braided shield layers of the driveline appeared unremarkable, including the bionate and metal shield beneath the area covered in tape. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant. During the device evaluation, it was discovered that there was a possibility of driveline damage as there was tape found on the driveline.